Event description:
(B)(4). I started getting heavier and heavier periods and had to have procedures (d and c/ablation) to stop the bleeding and clots. I have had periods and continual hair loss. Now I'm not getting my period at all and will be needing a hysterectomy. Little sex drive since the coils are put in.